Event description:
An endurant stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of an unknown size. The aortic bifurcation was 22 mm in diameter, and the remainder of the anatomy was unremarkable. It was reported that after the endurant bifurcated stent graft was deployed, it was not possible to cannulate the contralateral gate. The physician attempted to cannulate the gate by going up and over the aortic bifurcation as well as via a brachial approach but was unsuccessful. Although nothing was visible via imaging, the physician concluded that there might be some thrombus unable to be appreciated on the imaging, which was blocking the contralateral gate. The physician elected to intervene by successfully placing a talent converter stent graft, followed by a femoral-femoral bypass. No additional clinical sequelae were removed, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results and conclusions: (unappreciable thrombus).